Event description:
Central line was inserted and sutured in place, md noticed that blood was leaking out of the tubing of the line, as if it had been punctured by a needle. The md confirmed no needle came into contact with the tubing upon insertion and device was defective. If left as it was, could lead to infection.